Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated they had their pump filled on thursday, then stated the day before yesterday, and then stated wednesday, and when the doctor was performing programming after the refill, they saw a message that the pump had stalled for a certain period of time and then recovered. The patient stated they did not hear any alarms, and had not had any symptom changes or magnetic resonance imaging (mris) recently - no mris in the last 5-10 years so they were surprised to hear this. The patient stated their previous 2 pumps had never stalled like the one they had now. The agent reviewed considerations and redirected to healthcare provider to further address the issue.